Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device restarted/rebooted itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; review of the activity log showed that the device did reset multiple times during the event. Further information obtained from the customer indicated that a huawei e355, 3g wifi usb internet dongle was connected to the device at the time of the event. This modem is not an approved device. Although we were not able to confirm that the event may have been the result of using an unapproved device during clinical use, a system reset by itself does not necessarily present a risk as the device will quickly and automatically reboot itself to it's last status. The instructions for use do indicate that a usb port should not be used during clinical use and if they are only approved devices should be attached. It is noteworthy to mention the end user was using a non zoll modem at the time of the reported event. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.